Event description:
The pt's mother stated that the family was on a trip and the pt jumped into a swimming pool while wearing his infusion device. She stated that there was water ingress into the infusion device. She attempted to dry the infusion device with "q-tips" and a hair dryer, but the device no longer functioned. She reported that her son was on insulin injections as of 2007. A replacement infusion device has been shipped to the pt. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional to address the issue. The product was requested to be returned for eval.